Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) and a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient believed their implant was tampered with on the day of implant, like something was added to it, like a tracking device. They thought this because they could hear the voice of their ex-spouse's girlfriend coming from the implanted neurostimulator (ins) site. They stated that their ex-spouse was obsessed with them and set spy cameras in their house and vehicle, so they believed that they placed an audio device at the implant hospital. Their incision and stitching looked weird. They alerted their healthcare professional (hcp) and had x-rays performed. They wanted an image of the ins so they could compare, but they hadn't looked at the x-ray results yet. It was noted that they were implanted on (B)(6) 2017. They were going to follow-up with their hcp. There were no further complications reported or anticipated.